Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. This report is for one unknown long trochanteric fixation nail. Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The exact date of implant is unknown and was reported only as being performed in 2012. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient presented with a right distal femur spiral fracture around an unknown long trochanteric fixation nail (tfn) implanted in 2012. Sometime after the fracture healed the patient had a right total knee replacement (tkr) approximately 2014. When the total joint replacement was done the surgeon used a midas rex and cut the distal tip of the nail off to make sure the femoral component of the knee replacement would fit. The nail tip was now sharp. Thursday (B)(6) 2015, the patient presented to the community hospital and a fracture was seen to spiral in the distal third of the femur, right above the femoral component. There was a fracture line at the tip of the cut off nail. Friday (B)(6) 2015 the surgeon performed a surgery placing a large femoral strut bone graft along the length of the fracture and used five synthes 1.7mm orthopaedic cables to secure the graft in place and hold the reduction of the fracture. The surgeon opted to leave the 11mm x 130 degree unknown length tfn nail and 11mm unknown length helical blade in place, no screw was used. Surgery revision was completed uneventfully with no delay. This report is for one unknown long trochanteric fixation nail. (B)(4).

Manufacturer narrative:
Changed the x-ray date from (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.